Manufacturer narrative:
(B)(4).

Event description:
It was reported that pacing lead impedance has been rising slowly since early july 2016. The impedance has leveled off. The threshold has risen as well. It was discussed that this behavior is most consistent with a physiologic tissue growth response on the lead electrode. The physician decided to monitor the lead. The patient's condition was stable.